Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that since implant they never thought it did a good job. They said they though it helped the first year or so, but they were never satisfied. They said after implant they had to have another surgery, the battery could not be attached to the muscle and drifted all over their buttocks and was uncomfortable when sitting. They said the doctor did attach it to the muscle when they did the revision. After that they went back 3 different times because it was not working to help symptoms. They said they would readjust it, it would work for 2-3 hours, then it was like they had not done anything. They said they would adjust intensity, but it never helped as much as they had hoped. They were redirected to their healthcare provider to further address the issue.